Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that during/after the cleaning and sterilization process, there were troubles inserting and removing the 10mm rod in the btb guide frame. The complaint devices were not returned, despite the multiples attempts for product return, therefore unavailable for a physical evaluation. Since the complaint devices were not returned, we cannot determine a root cause for the reported failure. If the devices are received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool as follows: I was notified by the hospital this morning that they were having trouble inserting, and removing the (213710) 10mm rod in the btb guide frame 213702. They found this during/after the cleaning and sterilization process, not during the procedure. The team has been having ongoing issue with this set as most recently on (B)(4) the devices are not available for evaluation.